Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 12-april-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the isi clinical sales representative (csr): the instrument was inspected prior to use. The customer used the instrument for approximately 30 minutes before the issue occurred. The csr clarified that the instrument was burned, and sparks were observed from the tip of the instrument. There was no obvious collision observed. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident. Isi received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument still passed the electrical continuity test and there was no insulation damage observed to the conductor wire. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley - between the grip base to be related to the custom reported complaint. Root cause of thermal damage of the bipolar yaw pulley - between the grip base is attributed to user mishandling/misuse. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (470172-16/n10180718 0035) was performed. The instrument was last used on (B)(6) 2021 on system sh2329. The alleged event occurred on the 10th use (last life). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the information for the patient-related fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. The information for blank fields initial reporter is not available. Fields PMA/510(k), adverse event, recall, and correction/removal report number are not applicable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the tip of the maryland bipolar forceps was "burnt out," and the instrument could not work. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.